Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02662 for other associated device information. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure. The patient is (B)(6) female, weight was not provided. According to the complainant, during the procedure the first clip was opened and closed a couple of times, then the nurse could not reopen the clip again. The clip was deployed and became lodged in the scope. It is unknown whether the clip was retrieved from the scope or if it fell into the patient and would pass naturally. The over sheath of the second clip became detached. The clip could not be advanced from the sheath. The case was completed with a third resolution clip device. There has been no report of complications or injury to the patient. Post procedure the patient's status was reported as fine.

Manufacturer narrative:
(B)(4) although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).